Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als monitor failed the ops check. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the operation test failed. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that the co2 calibration was required which was completed and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem the calibration requirement of the co2. The reported problem was confirmed. The fse performed the co2 calibration to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.